Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation due to event queue overflow on the pacemaker. Programming changes were performed to resolve the issue. The patient was in stable condition.